Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
Clinical study. It was reported that 209 days after a coronary artery stenting procedure, the patient experienced restenosis and required a target vessel re-intervention (tvr). The lesion being treated was a 2.53mm, 68% stenosed, 21.8mm long portion of the mid right coronary artery (mid rca) with no calcification or tortuosity. The physician treated the lesion with pre-dilation using a 2.50x20mm balloon (at maximum 12.0atm). The physician then successfully placed a 3.00x32mm study stent in the target lesion at maximum 16.0atm. Post-dilatation was not performed. Post-ivus was not performed, and the physician confirmed the stent placement was well positioned and well apposed. The procedure was completed without any problems. The pt was discharged two days later. At 209 days after the index procedure, the patient experienced restenosis and required a target vessel reintervention (tvr). An unknown balloon was used for the procedure. In the opinion of the physician, the relationship of the restenosis to the taxus stent is possible.